Event description:
Hill-rom tech support received a report from the account stating the brakes would not hold (casters will not lock into place). The bed was located in the bed shop. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom tech support rep performed troubleshooting over the phone with the account. The account does not know what is broken, but the t pedal still works. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. Hill-rom tech support contacted the customer again trying to obtain the resolution for this alleged issue. No response has been received from the account. No further info is available on the repair of the bed at this time. A f/u report will be sent once this info becomes available.